Event description:
Pt's attorney stated to MFR: "please be advised that attorney represent the intrest of the pt in a potential products liability claim against company. ...due to complications with this device, the pump was surgically removed by the hcp in 2000.